Event description:
Legal papers allege that the pt was revised in 2002 and again 2006. Review of the medical records indicate that the pt was revised in 2002 to address poly wear of the insert. Pt was revised again in 2006 to address loosening and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.